Event description:
Passed away from cancer [cancer (nos)]. Case narrative: initial information received on 09-jun-2023 regarding a solicited valid serious case received from a patient's wife, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 74 years old male patient who received medical device hylan g-f 20, sodium hyaluronate (synvisc one) and passed away from cancer. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee at a dose of 6ml 1x via intra-articular route (strength: 48mg/6ml, lot - crsl016, expiry date: 31-mar-2025 and indication: unknown). On an unknown date after unknown latency, the patient had cancer (neoplasm malignant). Patient's wife mentioned that the patient passed away on (B)(6) 2023. She did not provide many details other than he passed away from cancer. It was unknown if an autopsy was done. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was fatal for the event. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and was leading to death for neoplasm malignant. A product technical complaint (ptc) was initiated on 09-jun-2023 for synvisc one (batch number: crsl016, expiry date: 31-mar-2025) with global ptc number (B)(4). The sample status was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. (B)(4) and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 13jun23). Investigation updated to reflect correct batch number and investigation. (Tj 23jun2023) batch # crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding 4,632 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Customer sample was not available for evaluation. Trend analysis: there are a total of 25 complaints for mother lot crsl016 and sub-batches. 100254064 crsl016b adverse event 100256940 crsl016b adverse event 100259684 crsl016 adverse event 100259685 crsl016 adverse event 100260416 crsl016 adverse event 100268640 crsl016 adverse event 100292589 crsl016 adverse event 100308256 crsl016 adverse event 100310499 crsl016 adverse event 100310500 crsl016 adverse event 100311696 crsl016 adverse event 100312556 crsl016 adverse event 100312558 crsl016 adverse event 100316695 crsl016 adverse event 100319101 crsl016 adverse event 100319317 crsl016b adverse event 100322823 crsl016 adverse event 100322843 crsl016 adverse event 100324120 crsl016 adverse event 100324121 crsl016 adverse event 100324124 crsl016 adverse event 100327801 crsl016 adverse event 100329097 crsl016 adverse event 100334689 crsl016 adverse event 100335486 crsl016 adverse event based on investigation, no CAPA (corrective and preventive action) required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis. The final investigation was completed on 27-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-jun-2023 from healthcare professional (quality department). Ptc results for lot number: crsl016 along with expiry date and strength were added. Text amended accordingly.

Event description:
Passed away from cancer [cancer (nos)]. Case narrative: initial information received on 09-jun-2023 regarding a solicited valid serious case received from a patient's wife, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 74 years old male patient who received medical device hylan g-f 20, sodium hyaluronate (synvisc one) and passed away from cancer. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease, risk factors and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee (injection technique: bent knee) at a dose of 6ml 1x (once) via intra-articular route (strength: 48mg/6ml, lot - crsl016, expiry date: 31-mar-2025 and indication: osteoarthritis grade iii). On an unknown date after unknown latency, the patient had cancer (neoplasm malignant). Patient's wife mentioned that the patient passed away on (B)(6) 2023. She did not provide many details other than he passed away from cancer. It was unknown if an autopsy was done. Upon follow up on (B)(6) 2023 physician stated that there was reasonable possibility that pre-existing condition(s), illness(es) and/or risk factors (not specified) which were present before synvisc-one therapy might have contributed to the death of the patient. Indicated that condition/risk factor were not affected by synvisc-one therapy and synvisc-one not contributed to death of the patient. No further information was provided. It was unknown if the patient experienced any additional symptoms/events. No lab data reported. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was fatal for the event. Reporter causality: not related. Company causality: not reportable. Seriousness criteria: medically significant and was leading to death for neoplasm malignant. A product technical complaint (ptc) was initiated on 09-jun-2023 for synvisc one (batch number: crsl016, expiry date: 31-mar-2025) with global ptc number (B)(4). The sample status was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 13jun23). Investigation updated to reflect correct batch number and investigation. (Tj 23jun2023) batch # crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding 4,632 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Customer sample was not available for evaluation. Trend analysis: there are a total of 25 complaints for mother lot crsl016 and sub-batches. (B)(4) crsl016b adverse event (B)(4) crsl016b adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) (B)(4) adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016b adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event (B)(4) crsl016 adverse event. Based on investigation, no CAPA (corrective and preventive action) required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis. The final investigation was completed on 27-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-jun-2023 from healthcare professional (quality department). Ptc results for lot number: crsl016 along with expiry date and strength were added. Text amended accordingly. Additional information was received on 28-aug-2023 from physician. Indication of synvisc-one added. Reporter causality updated. Clinical course was updated.

Event description:
Passed away from cancer [cancer (nos)] case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient's wife, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 74 years old male patient who received medical device hylan g-f 20, sodium hyaluronate (synvisc one), and passed away from cancer. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee at a dose of 6ml 1x via intra-articular route (lot - crsl016, strength, expiry date and indication: unknown). On an unknown date after unknown latency, the patient had cancer (neoplasm malignant). Patient's wife mentioned that the patient passed away on (B)(6) 2023. She did not provide many details other than he passed away from cancer. It was unknown if an autopsy was done. At time of reporting, the outcome was fatal for the event. Seriousness criteria: medically significant and was leading to death for neoplasm malignant. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
(B)(4) company comment dated (B)(6) 2023: this case involves 74 years old male patient who received medical device hylan g-f 20, sodium hyaluronate (synvisc one), and passed away from cancer. Based on the available information, causal relationship between the events and suspect product could not be established. However, further information regarding onset latency, complete clinical course of event, specific diagnosis of cancer, patient¿s medical history, past medications, concomitant medications, family history and other risk factors would aid in better case assessment.